Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to eject the cubie c5 in drawer 4.1. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to eject the cubie c5 in drawer 4.1. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 on the auxiliary not detected on bus. A field service engineer shut down the station and opened the back panel and the rear of drawer 4.1. The row board cable was disconnected from the drawer controller board and then securely reconnected. The station was powered back on. The system functioned as intended after the field service engineer repaired the device.